Event description:
It was reported that during a refill the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20 ml while the erv was 3.8 ml. Per patient records, the patient was last refilled on (B)(6) 2012 and shortly after presented to the emergency room (ER) with flu-like symptoms. No evaluation of the pump system was done at the time of the report and the clinic had not been notified. No alarms were heard. The device system was used to deliver fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the patient was also experiencing withdrawal.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had an increased pain level and the pump battery was depleted. It was noted that a dye study and rotor study were done on (B)(6) 2012; the results were not provided. The entire system was removed and disposed of according to biohazard instructions. The patient recovered without sequela. The pump was delivering fentanyl. The severity of the event was noted to be moderate. Additional information was received and it was reported that a rotor problem was suspected. The patient also had symptoms of nausea and vomiting related to the event.

Manufacturer narrative:
Additional information: catheter model 8709 - serial # (B)(4), - explant date: (B)(6) 2012. (B)(4).